Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the wake button was delayed in responding to touch. Customer continued to use the pump for insulin therapy. Customer's blood glucose (bg) was 42-250 mg/dl. Cause of low bg was not known. Customer consumed carbohydrates and orange juice to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.